Event description:
Follow up report for user facility.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications.